Event description:
A malfunction was reported on a pump by the caller, with a malfunction code displayed as malf 5. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing pump reset information and helped reset the pump. Following the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issues reappear. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. The same malfunction code reoccurred. Cts to replace pump. Pump oow. Caller will call sales dept in morning.